Event description:
Rayne intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c intraocular lens. The event description provided states "...when lens was introduced into eye noted that the haptic was broken".

Manufacturer narrative:
(B)(4). Corrective, preventive and remedial action was taken by the healthcare facility in the original planned surgery session. The c-flex aspheric 970c iol was explanted and replaced with a back-up lens without further complication and without any adverse effect to the patient. The canadian distributor has advised rayner that the probable cause of this broken haptic was mishandling by the healthcare facility upon removal from the packaging. The c-flex aspheric 970c iol was discarded by the healthcare facility. Rayner is unable to provide verification of the probable root cause of the event as no device analysis/inspection could be performed. Our review of production records for the c-flex aspheric 970c iol batch 111e30913 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects.